Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device change out, the setscrew on the atrial port of the new device would not tighten fully on to the lead. The physician and scrub tech both attempted multiple times to loosen and then tighten with both experiencing the screw just spinning without tightening. The device was not implanted, and a new device was used. The patient was stable to the whole time without complications.

Manufacturer narrative:
The reported atrial set screw issue was confirmed in the laboratory. Visual inspection identified the atrial setscrew inset was stripped due to improper insertion of torque wrench. This prevented the setscrew from being properly tightened and is considered user error.